Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiry. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report pertains to a spyscope ds ii access and delivery catheter and an advanix biliary stent that were used in the same procedure. It was reported to boston scientific corporation that a spyscope ds ii access and delivery catheter and an advanix biliary stent were used during an endoscopic retrograde cholangiopancreatography (ercp) with spyglass procedure performed in the biliary anatomy on (B)(6) 2020. Reportedly, the stent was indwelled approximately for 6 weeks. According to the complainant, during the planned stent removal procedure, the physician found that the stent was broken and had migrated proximally, near the bifurcation. The physician attempted to retrieve the migrated stent using the spyglass with spybasket and spysnare; however, the image looked scrambled and then three gray dots appeared across the screen. They tried to resolve it by restarting the system and unplugging the spyscope from the controller but the image looked the same. Since the patient had been in the procedure for two hours, they decided to cancel the procedure. The procedure was not completed due to this event. Reportedly, the stent was explanted on (B)(6) 2020. In addition, there was no device deficiency with the spybasket and spysnare. There were no patient complications reported as a result of this event.